Manufacturer narrative:
Upon receipt, the ICD was interrogated revealing the battery status eos. The device was implanted for 61 months and 21 charging cycles were recorded to the device memory. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted after 2.5 seconds, indicating a depleted battery. In a next step the ICD housing was opened. The visual inspection of the inner assembly showed no anomalies. In the course of analysis, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The electronic module was attached to an external power supply. The therapeutic functions were tested once again and proved to be flawless in every respect. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. As the ICD activated, the eos status prematurely, however no indication for an increased current consumption of the electronic module was found, the battery was sent to the manufacturer for further analysis. Analysis of the battery the manufacturing records were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. Next, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified which led to an increased internal self-depletion within the battery and therefore to the clinical observation. In summary, the therapeutic functionality of the ICD proved to be flawless with an external power supply attached. The clinical observation resulted from an increased internal self-depletion within the battery.

Event description:
Ous MDR - it was reported that about 61 months after the implant of this device, the interrogation of the device showed an unexpected eos device status. There is no clinical evidence that the patient had undergone any procedures which might have damaged the device. No adverse patient side effects were reported.